Event description:
It was reported that after successful deployment of a coronary stent, the balloon catheter was placed through the struts of the stent to a side branch. After successful dilatation, the balloon catheter became stuck in the stent during removal. Upon removal it was noted that the stent had been extubated and lost in the pt. The physician repaired the vessel trauma with another stent. Pt status is listed as "okay".